Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16 living with diabetes 9 / page 107, warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported her son experienced an infection on his abdomen and complained the site was painful prior to removing the pod. The mother called the doctor and the patient was given antibiotics. He also went to the hospital the next day for IV antibiotics.